Event description:
Patient who had a procedure in (B)(6) had an magnetic resonance imaging MRI post operative, which showed the cuff is not repaired / healed. An footprint anchor from lot 50506999 was also used. According to the sales rep, other shoulder products were used in the case, such as truepass and ultrabraid suture. It was reported that other shoulder products were used in the case, such as truepass and ultrabraid suture. The patient decided not to have a second procedure. The surgeon is not sure what the reason is for the failure. The patient still refuses to have a follow up procedure. No further information provided.

Manufacturer narrative:
Additional 510(k) k093897. No product returned for evaluation. Method - product not returned for the evaluation. Examination was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(4).